Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high impedance and high capture threshold. It was noted that the impedance and threshold have been increasing during follow ups. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.6cm. Signs of clavicle crush forces were noted at 20.1cm ¿ 21.7cm from the connector pin. Internal insulation abrasion was noted breaching the re cable lumen located at 34.1cm ¿ 35.7cm from the connector pin. The optim sheath was not damaged at this location. Both re conductor cables were abraded in this region. The abrasion was noted to be 0.02cm partially under the shock coil. The lead failed electrical testing between the ring electrode cable lumen and the superior vena cava cable lumen. This is consistent with the observation from the field of high impedance and high capture threshold.